Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broke. Investigation result the fiber was returned in the hoop.the fiber was returned broken into two pieces. The first piece measured approximately 42.8 cm from the top of the connector to the break. The second piece measured approximately 275.5 cm from the break which includes the entire distal tip. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 08:13 am CT.the report number is being corrected from: 3005099803-2018-62134 to: 3005099803-2018-60903.

Event description:
It was reported to boston scientific corporation on september 27, 2018 that a flexiva 200 laser fiber was opened for use in a uteroscopy procedure performed on (B)(6) 2018. According to the complainant, during preparation, the laser fiber was noted to be broken in half when the package was opened. The procedure was completed with another flexiva 200 laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was opened for use in a uteroscopy procedure performed on (B)(6) 2018. According to the complainant, during preparation, the laser fiber was noted to be broken in half when the package was opened. The procedure was completed with another flexiva 200 laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported. The patient condition at the conclusion of the procedure was reported to be fine.